Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented to the hospital after receiving multiple appropriate high voltage therapies. The therapy happened when the patient was at home and had lasted twenty minutes. Device interrogation revealed the device to be in backup vvi mode. The patient has had a history of high voltage therapy that wasn't addressed. The device was explanted and replaced. No further information is available.